Event description:
It was reported that the quick bolus/wake button on the pump was difficult to press, making the pump challenging to control. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Add: d4: primary UDI number.